Event description:
Patient presented to the physician with the stimulation lead body exposed from the neck incision. Physician brought the patient into the or, cleaned the area, repositioned the stimulation lead body subplatysmal, and secured the lead body with multiple sutures.